Event description:
It was reported that: I received a message from anesthesia stating "on attempt to deploy manta, the device completely extracted from artery when attempting to catch the footplate within the vessel. Patient needed to go to or".

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. A manufacturing record review could not be completed as the device lot number was not reported for this investigation. Case details were reviewed. Following an undisclosed procedure, a 18f manta device was deployed for closure. While attempting to extract the manta device from the artery, the anchor did not catch on the vessel wall, the manta device pulled completely out of the vessel and hemostasis was not achieved. The patient was transferred to the or. After three unsuccessful attempts at due diligence to obtain further information for this investigation, due to no response from the customer, the root cause of manta completely pulling out, requiring surgical intervention, cannot be determined due to the insufficient information submitted for investigative purposes. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. There appears to be no product quality issue with respect to man ufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: I received a message from anesthesia stating "on attempt to deploy manta, the device completely extracted from artery when attempting to catch the footplate within the vessel. Patient needed to go to or".

Manufacturer narrative:
(B)(4).